Event description:
It was reported that, "upper leading edges of box chisels folded during first 2 uses each. Reps indicate no metal components were struck by chisels during surgery."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Manufacture date for lot# b3vd: 11/09/2009.